Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed persistent restart alerts identified as alert 42, consistent with a motor current sense failure, and the user was unable to proceed with a rewind despite multiple restarts and supply changes; the device was shut down and the user transitioned to backup subcutaneous insulin therapy. Symptoms included hyperglycemia with a fingerstick blood glucose of 411 mg/dl. Outcomes included interruption of insulin delivery and the need for backup therapy. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.